Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The most probable root cause is considered handling damage as the event occurred without direct patient contact.   (B)(4).

Event description:
It was reported that the sterile package was compromised. An encore balloon catheter inflation device was selected for use. During unpacking, it was noted that the tyvek lid had a hole. The procedure was completed with another of the same device. No patient complications were reported.